Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away. There has been no allegation made against this device. This event was created due to laboratory analysis.